Event description:
It was reported that pump displayed malfunction alarm malf 12 and there were no notable events prior to the issue. Customer's blood glucose (bg) level was 10 mmol/l. Customer reverted to manual injections for insulin therapy.